Event description:
On december 9th, the user contacted dario to report high blood glucose (bg) readings. The user reported that due to the high readings, he went to visit his doctor. The user also reported that prior to the doctor's visit, he received from his dario meter high bg readings in ranges of 180 mg/dl to over 200 mg/dl. The user stated that he received high readings with his dario meter compared to his non-dario meters.

Manufacturer narrative:
Multiple attempts to follow up with the user were made, however, no response has been received to date. There is not enough information available to further investigate this case. Therefore, no resolution is available.